Manufacturer narrative:
(B)(4). Medical product: catalog #: 110030776, cr 40mm glenosphere std cocr, lot # 65323728. Catalog #: 110030776, 40mm versa-dial glen std, lot # 65323728. Catalog #: 118000, 25mm versa-dial taper adaptor, lot # 909850. Catalog #: 110031400, hmrl tray std +5, lot # 65255146. Catalog #: 115395, comp rvs cntrl 6.5x25mm, lot # 182630. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02230.

Event description:
It was reported that patient had an initial surgery on an unknown date. Subsequently, about 2 weeks ago the patient was revised due to the glenosphere being dislocated. It was stated that there is also significant wear on the humeral poly.

Event description:
It was further reported that the patient underwent a revision approximately 7 months post initial implantation.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned products identified that the glenosphere, a taper adapter, a screw and a poly bearing were returned. There is damage noted on the glenosphere, bearing, and the tray. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.